Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. Further analysis performed found no anomaly with the device able to be interrogated successfully with merlin programmer without loss of telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be interrogated once in the patient's heart. The lp was removed and replaced. The patient was stable.